Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.

Event description:
Received info stating customer received an occlusion alarm. There was no reported impact to customer's blood glucose level. Reportedly, the customer would press "resume" on the pump instead of changing the cartridge, tubing and cannula after the alarm occurred.